Event description:
It was reported that the labels had black sections covering label information with a bd nexiva¿ closed IV catheter system. This occurred with 2 packages and was discovered prior to use. The following information was provided by the initial reporter, translated from japanese to english: package printing was defect.

Manufacturer narrative:
H.6. Investigation: a physical sample was not available for investigation but bd was provided with four photos of the defect for evaluation. A review of the device history record was performed for the reported lot, 9330072, and no quality issues were found during production. Our quality engineer reviewed the provided photos and observed a piece of black tape across the packages of two 24 gauge insyte autoguard units. The seals appeared to be adequate with no visible damage. Based off the provided photos the engineer was able to verify the reported failure. It was determined that this was an operator error. The packaging operator was supposed to inspect all packages as they move through the process. The black tape came from the end of a roll of the packaging used. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the labels had black sections covering label information with a bd nexiva¿ closed IV catheter system. This occurred with 2 packages and was discovered prior to use. The following information was provided by the initial reporter, translated from (B)(6) to english: package printing was defect.